Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had a pin size hole in the skin above the battery pocket with signs of infection. The rep reported that a factor that could have led to the issue was patient compliance; the patient checked himself out early on the original day of implant surgery. The rep reported that the hcp removed the infected battery and treated the patient for infection. There was an infection at the battery pocket and the battery was removed. The patient was to recover before getting a new battery. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that no other components were removed during the (B)(6) 2018 ins explant surgery. No further complications were reported or anticipated.